Event description:
It was reported that the patient presented with a stenosis at l2-3, also radiculopathy with an adjacent level disease. Devices were explanted and the surgeon re-instrumented l2-5 . The patient's condition has not been attributed to any one device. As such, this report is being filed for one expedium prebent rod, (B)(4), which will be representative of the event. The other explanted devices are being identified as concomitant devices. Concomitant devices: expedium si set screws, 179702000 x 6. Expedium prebent rod, 179772065 x 1. Sfx cross connector, 189401405 x 1.

Manufacturer narrative:
Depuy spine has been advised that the devices are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Without product samples, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of product samples, lot numbers, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Devices not available.